Manufacturer narrative:
An event of perivalvular leak requiring post implant balloon valvuloplasty and left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003-vantage ide study eu3520-467 it was reported that on (B)(6) 2023, a 27mm navitor valve was implanted in a patient. Post implant balloon valvuloplasty was done due to perivalvular leak. On (B)(6) 2023, the patient developed left bundle branch block, however no treatment was provided. The patient was reported to be in stable condition.